Event description:
Patient is reported to have developed a burn on the outer left calf, measuring approximately 5/8 inch in diameter, following treatment with the anodyne professional unit which was administered by a health care professional. Patient was treated with silvadene, dressings, and antibiotics; and is healing.

Manufacturer narrative:
Voltage and frequency were tested, and readings verified the unit was operating within specs. A free air test was conducted on the arrays of this unit, and found to be operating within temperature guidelines.